Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not alarming for occlusions with at least 7 bent cannulas resulting in blood glucose levels around 30 mmol/l with nausea, vomiting, frequent urination and body aches. The patient stated that there were no alarms in the pump history related to the seven bent cannula events. The patient confirmed that there was no leaking, bruising, bleeding, or scar tissue at the sites. The patient also confirmed that there was no known trauma to the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that the pump was not alarming appropriately for occlusions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a force sensor calibration test confirmed that the sensor was detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. An occlusion was induced and the pump gives the appropriate visual and audible alarm. The rewind, load cartridge and prime steps were performed successfully. There was no functional defect found with the pump.